Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The ra lead was re-positioned and remains in use. It was further reported that the ra lead exhibited a bipolar lead impedance warning and over-sensing of artifact on the same day as the revision procedure. No patient complications have been reported as a result of this event.